Event description:
Patient reported after injection in the tear troughs with "2.5 or 3" syringes of juvederm the patient experienced "an explosion of bumps" between the eyes and in the tear troughs six months later. The patient was treated by the injecting physician with "an antiserum" that the patient believes was hyaluronidase. Add'l treatment included a "cortisone" injection in the forehead which alleviated the symptoms for 6 months. Patient currently experiencing symptoms of swelling "in the tear ducts", puffiness in the lips, and a "hollow" in the cheek. Patient recently went to the emergency room and was prescribed prednisone. Symptoms have not yet resolved.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Allergan has requested further info regarding this event such as the lot number of the device. To date no add'l info has been received. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.